Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient uses tandem tslim in modified closed loop. According to the patient, on (B)(6) 2025, the dexcom app and pump screen showed cgm value of 54 mg/dl while the bg was 250 mg/dl. The patient experienced shortness of breath, fatigue, dizziness, and nausea. She called her doctor for assistance and was advised to go to the emergency room (ER). At the ER, she had blood work, a chest x-ray and an electrocardiogram (EKG) performed. Her chest x-ray and EKG results were clear; however, her bloodwork showed she had elevated urine ketones. The doctor in the ER checked her bg which was at 250 mg/dl while the cgm was displaying 54 mg/dl. There was no treatment provided in the ER, the doctor advised the patient to take insulin, novolog and to remove the sensor and continue to check finger stick. The patient was discharged later that evening. Here was no documentation of further medical evaluation or intervention. At the time of the report, the patient was recovering. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.